Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 13, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues visual disturbance and explant were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens (iol) was explanted from the left eye due to dysphyotopsia. The issue was observed after implantation. The outcome does not significantly interfere with activities of daily life. No incision enlargement was required. The patient has recovered. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.